Event description:
The customer reported a leak underneath the shear valves involving the coulter lh 750 hematology analyzer. The customer indicated that 3 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the "t" fitting, which is attached to the red stripe tubing going through pinch valve vl64, pierced a hole on the red stripe tubing attached to the differential shear valve (cvl85/126). The fse replaced the red stripe tubing attached to the differential shear valve to resolve the leak. Failure mode of the leak is attributed to the "t" fitting which pierced a hole on the red stripe tubing attached to the differential shear valve (cvl85/126). (B)(4).